Manufacturer narrative:
Date received by manufacturer: 24jul2019. Report date: 01aug2019. The manufacturer¿s field service engineer (fse) reports the biomed was performing corrective maintenance on this v60. The fse found that the air inlet port was plugged, so he unplugged the occlusion from the air inlet port and tested the device for operation. The only error found was that the oxygen fitting resistance was out of tolerance. The fse advised customer to replace the power cord for proper operation. Multiple unsuccessful attempts were made to gather the resolution. No additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The field service engineer (fse) reported a patient circuit occluded (e/c 1201) on start-up of the ventilator. There was no patient involvement. Event date not specified; estimate used.